Manufacturer narrative:
The customer reported that their central nurse's station (cns) is producing no sound when alarms go off. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is producing no sound when alarms go off. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is producing no sound when alarms go off. No harm or injury was reported.

Manufacturer narrative:
Complaint details: the customer reported that their cns is not producing a sound when the alarms go off. On a follow-up from the customer, customer indicated that they were no longer having the issue. Customer did not indicate how the issue was resolved. Investigation summary: based on the available information, a definitive root cause could not be identified. However, audio or sound issues may occur when the volume is muted or is set to low volume, the audio cable is unplugged, or when the wrong audio output device is selected. If the audio settings of the device are correct and the cable is properly plugged, audio issues may still occur due to physical damage on the cable. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible with other objects or persons are more susceptible to physical damage. Since a definitive root cause could not be identified, a corrective action would not be implemented at this time. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.